Manufacturer narrative:
Health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that after the tube was inserted during the thyroid tumor extirpation, impedances were checked but there was no reaction. Another tube was inserted and impedances were checked without any issues. The procedure was completed with the backup product. The procedure was delayed for 15 minutes. There was no patient impact reported after the procedure.

Manufacturer narrative:
Analysis of the emg tube found no fault on the device. There was no damage or anomalies in the construction of the device. Electrically, the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 8 ohms, red [w/white band] 9 ohms, blue 9 ohms, and blue [w/white band] 8 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported via manufacturer representative that there was no patient impact after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.